Manufacturer narrative:
Technician found that the head section was going up but not down due to hydraulic manifold function plugged. Replaced hydraulic manifold to resolve this issue. No injuries alleged. Bed located in storage area.

Event description:
Info received indicated that the bed had no head function.